Event description:
It was reported the patient's ipg reached end of life and the ipg failed to establish communication with external devices. . A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.